Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00436. This report is being submitted as additional information. The patient¿s date of birth and/or age were requested, but was not provided. Approximate age of device ¿ 3 years and 6 months. Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported embolic/hemorrhagic stroke cannot be conclusively determined. The hm ii lvas IFU lists bleeding and stroke as adverse events that may be associated with the use of the hm ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced an embolic stroke on an unspecified date that converted into a hemorrhagic stroke on an unspecified date. Additional information was requested, but was not provided.